Manufacturer narrative:
The membrane and a portion of the inner lumen was returned with blood on the interior and exterior of the membrane. An underwater leak test of the balloon was performed and a leak was detected on the membrane approximately 11.4cm from the rear seal measuring 0.025cm in length. The reported problem were most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Additional information added to the investigation. Changed the location from which the leak was measured. The membrane and a portion of the inner lumen was returned with blood on the interior and exterior of the membrane. Additional information in the investigation to change the location from which the leak was measured: an underwater leak test of the balloon was performed and a leak was detected on the membrane approximately 11.4cm from the iab tip measuring 0.025cm in length. The reported problem were most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site name: (B)(6) medical center. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2024 after approximately ten hours of intra-aortic balloon (iab) therapy, the iab ruptured, causing blood to be drawn into the catheter. Due to the rupture, the iab was unable to be removed. During the attempts at removal, it was reported that the patient's femoral artery was damaged. It was noted that an augmentation alarm was generated from the concomitant cs300 intra-aortic balloon pump (iabp) unit when this event occurred. As surgical intervention was required, the patient was transferred to another facility. The iab catheter was removed surgically from the patient, then vascular prosthesis implantation was performed for the damaged femoral artery throughout the procedure. The patient was reported to be in stable condition. This report is for the iab involved in this event. A separate report for the cs300 iabp was submitted under mfg report number 2249723-2024-02255.

Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.